Event description:
Additional information received indicates the customer corrected his elevated bgs via manual dose injection, and did not deliver a corrective bolus via pump/supplies.

Event description:
Patient reported his insulin pump exhibited an occlusion alarm prompting him to change out his subcutaneous infusion set with a new one. It was further reported that the patient has not experienced an additional occlusion alarm since changing infusion sets and changing sets helped to lower his blood glucose level (bg: 260 mg/dl). No patient injury was associated with this incident.